Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to the device inappropriately detecting an episode of supra ventricular tachycardia (svt) as ventricular fibrillation (vf). Additionally, during the episode, the atrial lead exhibited far field r-wave (ffrw) oversensing, and was noted to exhibit some undersensing of atrial flutter (af). The device and lead remain in use. No further patient complications have been reported as a result of this event.